Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any additional related reports against the lot code. The investigation could not draw any conclusions about the reported event based on the provided info. Provided info stated the product was not suspected of failing to meet specifications or being a contributing factor to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Pt was revised to address loosening and subsidence of the tibial tray into varus; the loosening occurred at both interfaces, and depuy cement was used in the primary surgery.